Event description:
The intended procedure was an oesophago-gastro-duodenoscopy. The issue occurred during the middle of the procedure. The procedure was completed.

Manufacturer narrative:
B5: describe event or problem: updated. Concomitant medical products: updated.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon likely occurred due to a faulty power supply unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the unit automatically powered off after short usage. The screws on the signal panel and power supply socket were rusty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Address - line 1: e1: (B)(6). (Documented here in it¿s entirety due to character limitations in respective field)

Event description:
The customer reported to olympus, the high definition lcd monitor power auto shut off, so the customer completed the procedure with a 2nd monitor. The issue was found during the diagnostic upper gastrointestinal procedure. There were no reports of patient harm.